Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 07/23/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump failed to power on during testing. A leak test was performed and the pump was found to be leaking at the display lens; evidence of moisture was also found inside the battery compartment. The keypad was found to be intact with no peeling or other damage. The keypad responsiveness was unable to be tested due to failure to power on. The keypad was removed and contamination was found under the contrast button contact. The contrast button has no effect on the pump¿s insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.